Event description:
It was reported that the device was used during a hals colectomy, the disc broke between the two rings inside and above the abdomen. Case completed with another device of the same product. No pt consequences.